Event description:
The reporter stated that the device had a system malfunction and was not infusing, and that the alarm volume was low. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint of the device having a system malfunction and not infusing could not be reproduced. The device did show signs of being dropped by evidence of broken parts. During evaluation, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.